Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode due to a hardware reset with no backup defibrillation option (bdfo) available. The ICD was successfully restored. The patient was in stable condition.